Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a lap sigmoid colectomy, the patient had an internal bleeding post operatively due to inadequate seal and the patient was brought back to the operating room, 3 hours after the procedure. The patient was examined laparoscopically and the source of bleeding could not be determined, however, about 1 litter of fluid was found.